Event description:
Country of complaint: (B)(6). Contaminated package. Hair found inside of unopened package.

Manufacturer narrative:
Us reporting agent notification received; (B)(4) 2014. Contaminated package. Hair found inside of unopened package. Samples received: 1 unopened unit. Evaluation is on-going as of the date of this report. No additional information was available during this report.